Manufacturer narrative:
The system was examined. The company representative was able to replicate the reported event. The table top illuminator was replaced to resolve the issue. The company representative then tested the system and found it to meet relevant specifications. The system was manufactured on april 2, 2009. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the nonconforming table top illuminator. However, how or when the product became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer requested lamp replacement. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the customer reporting the event occurred during setup. The system was switched out to proceed with surgery.